Event description:
On (B)(6) 2024, an eye care provider (ecp) called to report a patient (pt) was diagnosed with 4 corneal ulcers in the right eye (od) while wearing an acuvue® oasys® brand contact lens (cl). The pt is receiving care from a specialist and is released to return to cl wear after 1 week-1 month of no cl wear. The reporting ecp advised that the pt ¿develops the ulcers again within 2 day of wear of new lenses, on the same location.¿ the pt has an office visit today and the ecp will attempt to gain additional medical information. On (B)(6) 2024, the reporting ecp advised the pt was originally seen at urgent care and was urgently sent to the treating specialist. The pt removes the lenses nightly to clean, ¿never¿ sleeps in lenses and discards the lenses every 2 weeks. The specialist diagnosed the od corneal ulcer (date not provided) and prescribed moxifloxacin od three times daily (tid) for 5 days. The pt was advised to discontinue eye drops after 5 days and return to cl wear, but not advised to come back for a follow-up visit. The pt returned to cl wear and the od ¿flared back up¿ and the pt returned to the specialist. The pt was then prescribed moxifloxacin 2-5 times a day for 1 ½ weeks. The location of the od corneal ulcer was unknown. The pt had a follow-up visit on (B)(6) 2024 and was cleared to return to cl wear on (B)(6) 2024, but on (B)(6) 2024, the pt woke with ¿blood shot eyes.¿ the pt was seen on (B)(6) 2024 by the reporting ecp, no corneal ulcer was noted, but the od was red. The pt was prescribed fluorometholone four times daily (qid) for 1 week and will return on (B)(6)2024. The ecp advised the pt may have become allergic to a preservative or some ingredient in the lenses. If the pt¿s corneas are clear on the follow-up visit, the pt may trial in a different brand or re-trial in oasys lenses. On (B)(6) 2024, a call was placed to the pt¿s treating specialist¿s office. A representative advised the pt¿s initial visit was on (B)(6)2024 and the pt has been coming in for follow-up. The pt was diagnosed with od unspecified corneal ulcer. The specialist then took the call and reported the pt was initially diagnosed with od corneal ulcer on (B)(6) 2024 and was prescribed tobradex od tid for 5 days elsewhere, and reported the medications ¿were helping.¿ on (B)(6) 2024, the pt was seen by the specialist and was diagnosed with od corneal ulcer, paracentral 2-3 mm at 7 o¿clock. The pt was advised to continue moxifloxacin od as previously prescribed. On (B)(6) 2024, the pt was seen for a follow-up visit, and the ulcer was ¿smaller.¿ the pt was advised to continue using moxifloxacin for ¿several more days¿ and return on (B)(6) 2024. The pt was instructed that after 3 weeks of the initial corneal ulcer diagnosis, the ulcer should be healed and if feeling better, the pt can return to cl wear. The specialist prefers the pt return to the office to verify the corneal ulcer has healed. The pt did not return for the (B)(6) 2024 appointment. On (B)(6) 2024, a call was received from the pt¿s reporting ecp who reported the od was healthy and per the pt, ¿felt normal¿ at the (B)(6) 2024 visit. The ecp considered this one continuous event and according to the eye exam, there is only one scar, and no staining was noted on exam. The ecp advised the pt may have developed sensitivity or allergic reaction to the lenses and is hopeful a steroid treatment will reset the eyes so the pt can return to cl wear successfully. The pt was given another cl brand to trial for 1-2 weeks. The pt is currently wearing lenses from the other cl brand and prefers to continue. No additional information has been received. No additional information is expected. The date of the pt¿s event is being recorded as 01oct2024 as the exact event date is unknown. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number b016trv was produced under normal conditions. The od suspect cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.